Event description:
Boston scientific received information that during a follow up it was noted that high out of range pacing impedances were seen on this left ventricular lead. When the lead was tested in extended bipolar, left ventricular right to right ventricular coil the impedances were within normal range, while both left ventricular tip to right ventricular coil, and left ventricular tip and right ventricular coil showed out of range pacing impedances. Technical services discussed a possible issue with the lead tip, or a possible connection issue. The field representative noted that the device will be reprogrammed and the issue will be discussed.

Manufacturer narrative:
(B)(4). Upon additional information, this investigation will be updated.